Event description:
The customer's mother stated that the customer was hospitalized due to high blood glucose. The blood glucose reading was not reported. The customer's mother stated that the customer had high blood glucose for several weeks leading up to the event. The customer's mother stated that the customers doctor had adjusted the settings on the insulin pump and they had met with the customer's trainer, but that the high blood glucose levels persisted. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.